Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03180; 2938836-2020-03181. It was reported that the patient's system was explanted due to possible infection. Swelling and mastitis on the side of the pacemaker was observed. Blood cultures were negative for systemic infection. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.